Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2018 during a normal follow up there seemed to be rising rv thresholds but no changes to impedances. On (B)(6) 2018 on home monitoring there was an alert due to low impedances. The next day the patient was brought in for a follow up. The threshold had risen more but the impedance was about 500 ohms. There was no noise. The physician planned on doing a lead revision in (B)(6) 2018.